Event description:
It was reported that the customer received repeated no delivery alarms during bolus. Customer inserts the infusion set around the belly button and sometimes changes it every four days; customer was advised to change every three days. It was stated that the customer has lost weight in the last few months and that could in tissue issues causing the no delivery alarms. Customer was advised to discuss other infusion set types with the doctor and call back to troubleshoot when the tubing clamp is received. Blood glucose value was 11 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.